Event description:
During a tonsillectomy and adenoidectomy procedure, using an evac 70 xtra plasmawand, an electrode allegedly broke off the wand. No additional info is available for this report.

Manufacturer narrative:
The device was returned for investigation. The investigation is currently in progress. A follow up report will be provided once the investigation has been completed.